Event description:
A user facility reported that a dialyzer blood leak during a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. A fresenius 2008t machine was used in treatment. Blood leak test strips were used and tested negative for the presence of blood. Additional event details requested but were not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that a dialyzer blood leak during a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. A fresenius 2008t machine was used in treatment. Blood leak test strips were used and tested negative for the presence of blood. Additional event details requested but were not provided.